Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What tissue structure the broken needle was located? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent a trochanteric fracture surgery procedure on (B)(6) 2022 and barbed suture was used. The needle tip broke during continuous suturing. It was noticed because it was getting unable to suture smoothly. Imaging test showed that the broken tip remained in the wound. The broken tip was retrieved immediately. The product was used on subcutaneous dermis. The operation time was extended more than 30 minutes. The patient is currently in the hospital, with no health injury. There was no residual needle in the body. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return. Additional information was requested, the following was obtained: please provide the lot number: unknown. Were x-rays taken to locate the needle piece(s)? Unknown. But image examination was taken. What measures were taken to retrieve the broken piece? After identify the place of needle with image examination, then removed the piece. Was there any additional tissue damage as a result of searching for the needle piece?unknown. What tissue structure the broken needle was located? Inside the wound. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Post-op, the patient is no problem. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.